Manufacturer narrative:
After review of medical records, this will be made not reportable as the tavr valve was explanted along with the previously implanted surgical aortic valve during the implant of the surgical mitral valve. The most recent echo performed (prior to tavr explant) showed the tavr valve with no av regurgitation, the av peak/mean gradient 23/13mmhg, the ava vti 1.3 cm2 continuity. There is no obvious failure of the tavr valve. The operative note did state that the patient had mitral valve endocarditis with no frank endocarditis of the aortic valve prosthesis. The records do not mention of the reason for explant of the tavr valve.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 25 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted. The reason for explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.